Event description:
It was reported that during a shoulder arthroscopy procedure using speedscrew 5.5 implant with inserter handle, the implant broke off of the device upon tensioning. The surgeon abandoned the implant in the bone and drilled a new bone hole, completing the procedure with a new speedscrew implant. There were no significant delays or patient complications reported as a result of this event.